Manufacturer narrative:
(B)(4). Date sent to FDA: 08/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: one picture was received to ethicon inc for evaluation. It was observed a wound with inflammation. No conclusion could be reached as to what caused the reported complaint since the actual sample was not returned for analysis. An opened box with twenty-two packets of product code vcp345h were received for evaluation with the packaging closed, thirteen unopened samples were examined for visual defects. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The devices performed without any defect noted. H6 component code: g07002 - devices from same lot returned from user.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight and bmi at the time of index procedure? Unk. Date of index surgical procedure? Unk date, please refer to complaint event description. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? Unk. What were current symptoms following the index surgical procedure? Onset date? Wound split & post-op infection. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Wound split & post-op infection. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? Results? Unk. Please describe any medical intervention performed for the infection along with the results. Please refer to complaint event description, other information is unk. What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) Unk. How was the suture placed? (Interrupted or continuous?) Continuous. What tissue dehisced? Please refer to complaint event description. How was the suture tied? (Square knot or multiple knots one end?) Square knot. Please describe the appearance of the suture during re-suturing. Unk. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please refer to complaint event description, other information is unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Suspect it's suture quality issue. What is the patient's current status? The patient recovered well. Surgeon¿s name? Unk. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a lateral episiotomy surgery in (B)(6) 2021 and suture was used to sew the perineal muscle layer. The wound split and infection occurred more than 20 days after operation, so the patient went back to hospital for examination on (B)(6) 2021. The suture was found to be broken so the suture was removed, and anti-inflammatory treatment was given to the patient. The wound was sewed again, and the patient recovered well now. Additional information was requested.